Event description:
Procedure: laparoscopic cholecystectomy.according to the reporter: in the moment when the doctor tried to place clips, the clip fell down, not closing and the sharp part of the legs of the clips pierced the cycstic artery. The doctor pressed the artery and replaced the clip applier with a reusable one and finished the procedure. The clips that fell into the cavity of the patient were removed with forceps.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).